Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion was located in the non-calcified and mild to moderately tortuous left anterior descending artery. The physician advanced the 182cm luge guide wire and pre-dilated the lesion with a 2.5mm x 12mm non-bsc balloon. The balloon catheter was removed and the luge guide wire was wiped down with saline. The physician selected a 2.75mm x 23mm non-bsc stent and flushed the lumen with saline. As the physician attempted to load the stent delivery system (sds) on to the luge guide wire, the guide wire "buckled". The physician attempted to straighten the end of the guide wire, however, 12cm of the guide wire fractured outside of the patient. The physician advanced the non-bsc stent on to the fractured luge guide wire and deployed the stent. The luge guide wire adhered to the sds so both devices were removed as a unit to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion was located in the non-calcified and mild to moderately tortuous left anterior descending artery. The physician advanced the 182cm luge guide wire and pre-dilated the lesion with a 2.5mm x 12mm non-bsc balloon. The balloon catheter was removed and the luge guide wire was wiped down with saline. The physician selected a 2.75mm x 23mm non-bsc stent and flushed the lumen with saline. As the physician attempted to load the stent delivery system (sds) on to the luge guide wire, the guide wire ¿buckled¿. The physician attempted to straighten the end of the guide wire, however, 12cm of the guide wire fractured outside of the patient. The physician advanced the non-bsc stent on to the fractured luge guide wire and deployed the stent. The luge guide wire adhered to the sds so both devices were removed as a unit to complete the procedure. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received in two pieces. The proximal segment of the guide wire measured 29.5cm from the proximal end to the fracture site. A kink was noted 28cm from the proximal end. The distal guide wire segment measured 152.5cm from the fracture site to the distal end of the guide wire. Sem analysis of the distal and proximal fracture sites revealed that the outer tube and inner core wire were fractured. The outer tube fracture site exhibited evidence of compression and tension along with rolled over inner walls indicative of a bending action. The inner core wire exhibited equiaxed dimpled ruptures in tension. No other material abnormalities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).